Manufacturer narrative:
This adverse event is part of clinical study (B)(6).

Event description:
Reprise (B)(4) (dissection of femoral artery) procedure summary: the subject was enrolled into the (B)(6) study on (B)(6) 2014; prior to the index procedure, heparin or other anti-coagulant was given. The subject was neither on a prior regimen of aspirin nor any other antiplatelet medication at the time of index procedure. No loading dose was given to the subject; a lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequently a 27 mm lotus valve was deployed; successful repositioning of the lotus valve involved partial resheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Retrieval was not attempted; of note, a 27 mm lotus valve was opened but not inserted as an amplatz super stiff wire was unable to pass the right groin. Hence, the introducer was exchanged for a second introducer set. On (B)(6) 2014, the subject was discharged on other anti-coagulant (warfarin). Interval history: on (B)(6) 2014: vascular complication; bilateral groin hematoma (001) (reported as cec event/ vascular complication; cec adjudicated as vascular complication). On (B)(6) 2014: atrial flutter (002) (reported as cec event/ arrhythmia; cec adjudicated as arrhythmia). On (B)(6) 2014: blisters x two to left heel (004) (reported as ae). On (B)(6) 2014: raised bnp (006) (reported as ae). On (B)(6) 2014: raised cardiac enzymes (007) (reported as ae). On (B)(6) 2014: copd (005) (reported as sae). On (B)(6) 2014: b12 and folate deficiency (003) (reported as ae). Unable to pass: as per edc, on (B)(6) 2014, during tavi procedure, a lotus introducer sheath was opened and inserted into the right groin; however, an amplatz super stiff guidewire was unable to pass the right groin. Hence, the introducer set was replaced with a second lotus introducer set in the left groin. Thus, eventually, another 27 mm lotus valve was deployed in the aortic valve. Dissection at femoral artery: on (B)(6) 2014, during tavi procedure, a dissection plane was noted in the common femoral artery. Per site response, the dissection of the common femoral artery was caused by the large lotus sheath and non-bsc closure device, which was treated with patch angioplasty and endarterectomy. Of note, the event associated with dissection of femoral artery has been reported as an event of vascular complication; bilateral groin hematoma (ae 001) in argus case #2014-000153. Pneumonia, resulting death (009): on (B)(6) 2014, 88 days post index procedure, the subject presented to the emergency department with increased shortness of breath associated with cough and wheeze. The subject was diagnosed with bilateral pneumonia and was hospitalized on the same day. Of note, post tavi, on (B)(6) 2014,the subject was discharged on home oxygen therapy. On admission, the subject was started with nasal oxygen therapy, IV fluids and salbutamol. The subject's initial treatment also included antibiotics. The subject was assessed by speech and language therapist and was noted to have signs of aspiration. Hence,the diet was changed and a nasogastric tube was inserted. Site has confirmed that 'aspiration' does not meet the criteria of a reportable event as per protocol. Treatment with antibiotics was stepped up for hospital acquired pneumonia. Echocardiogram revealed normal functioning left ventricle and aortic valve. The subject's condition deteriorated with oxygen requirement and the subject went into respiratory failure. Thus, later on, noninvasive ventilation was started. During the course of hospitalization, the subject was noted to have fast atrial fibrillation and medication was changed. Site has confirmed that this event does not meet the criteria of a reportable event as per protocol. The subject's condition did not improve but the treatment was continued with further escalation of antibiotics. On (B)(6) 2014, the subject died. As per pi note to file, on (B)(6) 2014, 114 days post index procedure, the subject died due to pneumonia and aspiration. Secondary cause of death was noted to be chronic obstructive pulmonary disease. Autopsy was not performed for the subject. Site has confirmed that death certificate is not available. Potential relationship to study procedure per investigator: unrelated. Adjudication results: event 1: pneumonia, resulting death. Adjudication results: pending. Event 2: unable to pass. Adjudication results: no cec adjudication results required. Event 3: dissection of femoral artery adjudication results: no cec adjudication results required.